Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from the patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. The exact implant date was not provided. According to the complainant, during a routine follow-up, the physician noticed that the stent perforated the duodenum. The procedure was successfully completed with a non bsc product. Treatment information for the perforation and current patient status was not reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.